Event description:
On may 16, 2026, senseonics was made aware of a user's hypoglycemic event. At 3:30 pm cst no sensor glucose (sg) reading was displayed due to a "glucose suspend" alert; a confirmed fingerstick blood glucose (bg) value at the time was 44 mg/dl. A review of the data management system (dms) verified similar conditions at 4:05 pm cst, including the absence of sg readings and the same bg value. Although the user had low and high glucose alert thresholds set, no low glucose alert was received because the glucose suspend alert was active. The user experienced hypoglycemia symptoms but did not seek medical treatment and was able to resolve the episode independently by consuming apple juice. The user's healthcare provider (hcp) was not informed, and the user was advised to follow up with the hcp for further guidance. System data also showed that the user stopped using the device as of may 17, 2026. The glucose suspend alert was addressed in a separate complaint, in which a sensor replacement was issued (MFR# 3009862700-2026-01874).

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.